Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A proposal for the defective expiratory flow sensor was provided to the customer and not accepted at this time. No further information is available regarding the resolution of the reported issue.

Event description:
The hospital reported insufficient ventilation caused by a flow sensor diaphragm stuck open. There was no report of patient involvement.